Event description:
A malfunction was reported with the customer's device, specifically displaying a malfunction 12 code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reset the pump with assistance from technical support; however, the malfunction recurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.